Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.

Event description:
The customer originally reported that the device would not activate. No patient injury reported. Upon receipt for investigation on (B)(6) 2015, it was noted that there was one broken/missing snap pin. The site was contacted numerous times in regards to the broken/missing snap pin without response.